Event description:
The device was returned for analysis after being explanted for normal eri (elective replacement indicators). The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.